Event description:
Reason for revision: loosening due to poor quality and lack of bone due to osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
This complaint is still under investigation